Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 77 mg/dl. Customer reported she believes the device was exposed to sweat, outside gardening, and it was also raining, as significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.